Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown amount. There was no adverse impact to customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.